Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: this morning we attempted to use the drill on a critical patient. The drill stopped working while in the middle of the procedure. The provider attempted to use it in the other lower extremity and ran into the same complication. The drill starts to drill then stops prematurely. The information that I find on the drill is sn # (B)(4).

Event description:
The report states: this morning we attempted to use the drill on a critical patient. The drill stopped working while in the middle of the procedure. The provider attempted to use it in the other lower extremity and ran into the same complication. The drill starts to drill then stops prematurely. The information that I find on the drill is sn #(B)(6) .

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a blinking red led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-(B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ref-(B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 4.34 secs. Insertion 2: n/a. Insertion 3: n/a. Hard profile (105 lbs/ft3). Insertion 1: n/a. Insertion 2: n/a. Insertion 3: n/a. The unit failed the medium profile sawbone phase of testing with a complete stall on the first attempt at 4.34 seconds. No further testing was attempted. The complaint has been confirmed. The driver was disassembled to test, evaluate and record operating characteristics. Battery voltage measured as 10.12 dc volts without being activated. Battery voltage measured as 0.00 dc volts when button was activated , and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 15,337 ,653 and the cycle count was 170. The recorded charge count supports a completely depleted battery as the charge count exceeded the maximum dcepletion of 15,000,000. The cycle count of 170 (trigger activations) substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Testing confirms the failure is related to battery depletion. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 02/2014 and is approximately 6.5 years old. The complaint has been confirmed. The driver failed as a result of battery depletion. No corrective/preventative actions will be assigned. The reported complaint is confirmed. The driver failed during the medium profile sawbone phase of testing. The failure is a result of battery depletion. The driver operating/useful life is approximately 500 insertions. However, this number may vary since life expectancy is dependent on actual usage (bone density, average insertion time, storage, and frequency of testing. The driver ended testing with the led light blinking red. The IFU recommends replacing the ez-io power driver when the red led begins blinking. Teleflex will continue to monitor and trend on complaints of this nature.